Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working because of fluid loss. The tubing was torn at entry to the reservoir. The device was removed and replaced. There were no patient complications.